Event description:
It was reported that there was a leak around the device. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported and there was no leak that was seen. The patient came in for their 45 day transesophageal echocardiogram follow up procedure. The imaging showed that there was an uncovered lobe in the laa of the patient. The physician plans to bring the patient in for intervention and to plug the uncovered lobe at a future date. The patient was continued on their anticoagulation medication and was doing fine following these events.